Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that between 7 p.m. And 9:30 p.m. On (B)(6) 2019, they received low signal alarms on their cobas 8000 e 801 module. Upon inspection of the analyzer, tubing leading to the measuring chambers was found to be white due to contamination. As a consequence, the reporter decided to repeat all measurements performed between 5 p.m. And 9:30 p.m. That day. The discovered that erroneous results for an unspecified number of patient samples were reported outside of the laboratory. The customer provided data for a total of 31 patient samples. Of these, 29 had erroneous test results that were reported outside of the laboratory. The affected tests include: the elecsys ft4 assay, the elecsys tsh assay, the elecsys troponin t hs assay, the elecsys vitamin d assay, the elecsys free psa immunoassay, the elecsys ca 125 ii assay, elecsys ferritin, and the elecsys vitamin b12 immunoassay. The first and the twenty ninth patient were referred to an internist based on the erroneous test results and this caused the patients to have "discomfort/unrest". The second patient's medication was adjusted based on the erroneous result. Another patient's medication was changed or adjusted based on erroneous test results, but it was not clarified which of the 29 patients. No adverse events were alleged to have occurred for all involved patients.

Manufacturer narrative:
The engineer replaced a pinch valve and no further issues were reported afterwards.